Event description:
The manufacturer received information alleging an issue related to a CPAP device. The patient alleged headaches, abdominal pains, body pains, fever. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headaches, abdominal pains, body pains, fever related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Corrected information was provided in section h9. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on jul 23, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging headaches, abdominal pains, body pains, fever, device has strange odor. No other peripherals or accessories were returned with the device. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement manufacturer confirmed the presence of degraded sound abatement foam using a fitt(foam integrity test tool) and the associated procedure ER 2245460 (v01). The issue of degraded sound abatement foam is addressed by CAPA 7211. The manufacturer concludes that unable to directly address the symptoms and can confirm the complaint of strange odor. In this report, sections d9, g3, h3, and h6 have been updated or corrected.